Event description:
Lens was torn during cartridge loading, lens had to be explanted.

Manufacturer narrative:
This MDR supplement is being submitted at this time as an outcome of an internal company audit conducted on product complaint handling. It was discovered that a MDR supplement was not submitted to FDA by previous qa/ra personnel, as required. Device evaluation details: the complaint product was not returned. Visual inspection of the product was not performed. No abnormalities were found in production and inspection records of the product. (Serial no: (B)(4). Model: fc60ad). The exact root cause is not determined. Additional information regarding no patient injury from customer has been added. Unique device identifier (UDI) number has been added.

Event description:
Lens was explanted due to the lens becoming torn in cartridge. Customer did mention that there was no patient injury. Lens was discarded by customer.